Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that the patient implanted with this lead developed a hematoma which required surgical intervention to evacuate. The lead remains implanted and in service. No additional adverse patient effects were reported.